Event description:
The customer reported that the unit of measurement setting of their freestyle blood glucose monitor changed from mg/dl to mmol/l, which suggests the memory overwrite malfunction has occurred. Additionally, the customer stated he was experiencing shakiness and paresthesia, so he proceeded to eat candy because he thought his blood glucose levels were low. As a result, the customer was rushed to hospital and treated for severe hyperglycemia. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product had been requested back for an investigation. A follow-up report will be filed once investigation results are available.